Event description:
It was reported that the pump failed the force test during testing. Device evaluation determined that the failure was due to a force sensor calibration issue.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. The customer issue was confirmed. The force sensor was recalibrated to resolve the issue. The pump was reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.